Manufacturer narrative:
Received one (1) used list# unknown chemolock, chemo port with filter for inspection. The tubing on the outlet port was separated from the bond port. Examination of the bond area showed little to no solvent present. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in ensenada. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the chemolock¿ port, 10 units had an unintended disconnection which caused a leak. It was stated "after preparing an immunotherapy bag (pembrolizumab), the lower part of the tubing became detached from the filter, during administration, which caused a leak of product and required a change of the device. 1 device concerned. Clinical consequences: exposure of personnel." The disconnection was observed less than a minute after the beginning of the administration. The treatment was not fully administered (loss of product during the leak + change of the filter). No visible default on the device before use. No cut, no tear and no hole on the device. The medication did not come into contact with the patient, but it came into contact with the nurse. There was patient involvement and no adverse event/human harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.